Event description:
Portacath removal scheduled post treatment for breast cancer. Upon removal surgeon noted large blood clot in middle of catheter. When clot removed, noted abnormal separation in catheter wall bilateral sides.